Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. When the external power source was removed, the ventilator shut down with an audible and visual ¿vent inop¿ alarm. When the ventilator was plugged in with an ac adapter, the ventilator displayed a solid red led on the charge status. The internal battery was replaced to correct the reported problem.

Event description:
It was reported that when the patient's mom unplugged the ventilator from the sprintpack, the ventilator shut off. When the ventilator came back on again, it displayed reset. The patient's mom powered the ventilator on and off again. When the ventilator came back on, the screen was as it should be but the settings were not. There were no allegations of patient harm.